Manufacturer narrative:
The device was returned and evaluated. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that an infection causing pain and irritation had occurred while wearing the pod between 49 and 71 hours. The patient reported that affected area on the arm was the size of a "brussel sprout" and was advised by their healthcare provider to go to the hospital. The pod was removed 1 week prior to the patient receiving treatment. At the hospital, the doctor surgically removed the lesion and directed the patient to wash and apply bandage on the area daily. No medication was prescribed. The patient was at the hospital for 3 hours.